Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and found a flexible joint in the recirculation piping leaking water. The technician observed the hose clamps holding the flexible joint into place were loose and required adjustment. The technician adjusted the hose clamps, ran a test cycle and confirmed the unit was operating to specification. The unit was installed in february 2005. The last pm was performed on (B)(6) 2013 at which time the unit was tested and confirmed to be operational.

Event description:
The user facility reported their reliance synergy washer was leaking water. No injuries or procedural delays/cancellations were reported.